Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events : 6 events were reported for this quarter.   Product return status : 6 devices were received for evaluation.   Evaluation status : 2 reported events were confirmed during testing. - 1 device was found to be affected by corrosion. - 1 device was found to be affected by compromised lubrication. 3 reported events were not confirmed during testing; however: - 2 devices were found to be affected by corrosion. - 1 device was found to be affected by compromised lubrication. 1 reported event was not confirmed during testing; the device was found to be within specifications.   Additional information : 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.